Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the harvester experienced a burst of white smoke from the vasoview hemopro 2 about halfway through taking the branches with associated sticking and mal-sealing of the branches. They would consistently bleed when the white smoke was observed. The sales rep was presented for the case and stated that they were cleaning the jaws on a regular basis. Using the vent within the jaws to evacuate the smoke, and using the spot cautery for the bleeding that was occurring. The harvester opened a second kit to harvest the second leg (thigh only). With this vasoview hemopro 2, from the very first branch, the branches did not seal and there was bleeding with every one. We used the spot cautery but it was not ideal. The harvester was able to use this vasoview hemopro 2 to complete the procedure. The first device was used for the majority of the case (on leg's worth of vein). Blood loss did not require transfusion or add'l measure other than irrigating and milking the leg at the end of the harvest. Pa stated that everything was dry at the end of the case, no hematomas.